Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure mode "burn marks on the c-cover", is assessed to be contact between the c-cover and an activated electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a burned distal tip. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to a previously submitted emdr for the h3 and h5 fields.